Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2011-00087, 2210968-2011-00088 and 2210968-2011-00090. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a surgical procedure on an unk date and suture was used. During the procedure, the needle broke while passing through the tissue. There were no adverse pt consequences reported.